Event description:
The customer reported that following a liver rf ablation procedure, when the pads had been removed, there was evidence of blistering of the skin at all four grounding pad sites. The incident pads were discarded by the site and are not available for evaluation. No additional information, including pt info, is available.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and not available for evaluation. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may help mitigate the increased risk.